Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that was leaking from a broken clamp which shorted out the flow motor. The fst replaced the broken clamp and the flow motor. Upon follow-up, the biomedical technician (bmt) stated the machine was successfully repaired by the fst, passed functional testing and was placed back in service without further issue. The bmt confirmed there was no spark, burning smell melting or flame noted as a result of the reported short. The bmt confirmed there was no patient involvement, no harm and no adverse event reported.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that was leaking from a broken clamp which shorted out the flow motor. The fst replaced the broken clamp and the flow motor. Upon follow-up, the biomedical technician (bmt) stated the machine was successfully repaired by the fst, passed functional testing and was placed back in service without further issue. The bmt confirmed there was no spark, burning smell melting or flame noted as a result of the reported short. The bmt confirmed there was no patient involvement, no harm and no adverse event reported.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.